Event description:
Good faith attempts have been made and no further information has been received at this time.

Event description:
It was reported to our vns consultant that a patient has vocal cord paralysis. The patient was implanted by an ent surgeon. The patient went in for a second surgery to try to correct the problem. The patient continues to have a vocal cord paralysis. Attempts are underway for further details about he reported event.